Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: additional product code: lod. (B)(4). Original implant date is (B)(4) 2016. Not explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that: DHR review for: part # 08.702.017s / lot # 5b60060, manufacturing site: (B)(4); supplier: (B)(4), manufacturing date: 29 june 2015, expiry date: 31. Aug. 2016. Product was not returned. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a vertebral kyphoplasty case on (B)(6) 2016 after the vertecem ii was implanted, it was noticed that it had expired in august 2016. Surgeon was aware of situation and opted not to remove cement. Patients outcome was fine. No delay in surgery. This complaint involves one device. This report is 1 of 1 for (B)(4).